Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level below 54 mg/dl. Reportedly, customer accidentally delivered too much insulin. The customer consumed glucose hypopak and the hospital provided additional hypopak glucose to address the bg level. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.